Manufacturer narrative:
(B)(4)

Event description:
The reporter stated the surgeon inserted aa4203tl toric optic silicone single piece lens. The lens tore during insertion into the eye. Lens was cut in half to remove from eye. No pt injury. Another same model and size lens was implanted. The reporter stated the cause was due to loading error.